Event description:
It was reported to philips that the system was unable to turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened, and procedure was completed as planned by the power was turned on using the main power supply unit on the cabinet side. The philips field service engineer (fse) inspected the system onsite and confirmed system was unable to turn on. Upon troubleshooting fse found the power-on button in the control room is defective. The cause of the review module failure could be determined by the supplier's part analysis. To resolve the issue, fse replaced the review module. After replacing the review module, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same allura system. The device has no issue, procedure was completed as planned after a turn on the power. This event would not be reportable. The codes were updated based on the investigation outcome.